Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in the highly calcified left circumflex artery. The physician advanced the 330cm rotawire guide wire and a 1.25mm rotalink burr to the lesion without any issues. Three passes were completed. During removal the tip of the rotawire guide wire was broken. The physician removed the burr system and the broken rotawire guide wire, without the 22mm of the distal part. The physician was unable to retrieve the guide wire fragment. The procedure was completed with the deployment of a 2.5x16mm and 2.5x14mm non bsc stent. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The most probable root cause was unable to be determined. (B)(4).